Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following preparation of a farawave pulsed field ablation (pfa) catheter, the catheter exhibited a fluid leak in the catheter irrigation tubing after the equipment preparation was completed. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that following preparation of a farawave pulsed field ablation (pfa) catheter, the catheter exhibited a fluid leak in the catheter irrigation tubing after the equipment preparation was completed. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis.

Event description:
It was reported that following preparation of a farawave pulsed field ablation (pfa) catheter, the catheter exhibited a fluid leak in the catheter irrigation tubing after the equipment preparation was completed. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows evidence of a leak in the irrigation tubing. The reported event was confirmed via the provided media. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.